Event description:
The customer reported the bending rubber section of the scope was perforated. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the coating of the bending section was found to be peeling. This report is being submitted for the malfunction found during evaluation (peeling coating). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. As described, during inspection and testing, the coating of the insertion section was peeling due to deterioration. In addition, pinholes and damage due to physical stress were noted on the bending section and the bending section was leaking. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the cause of the peeling of the insertion section was likely due to physical or chemical stress, the storage environment, or handling issues. However, a definitive root cause of the reported issue could not be determined. The device's instruction manual provides the following information regarding the detection of the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." The device's instruction manual provides the following warning, which can reduce or prevent the occurrence of the event: "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." The device's reprocessing manual provides the following warnings, which may help to prevent the issue: "this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." "The storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk." In addition to the other issues included in the initial MDR which were identified during the evaluation of the device (pinholes and damage on the bending section, and leaking of the bending section), service found the insertion tube was dented, the scope connector cover was dirty, and the wire stopper of the control unit was detached. Per the legal manufacturer, these other device defects identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.